Manufacturer narrative:
At this time the device has not been returned for investigation by an orthalign engineer. If the device is returned, an investigation will be completed to confirm the complaint and establish a root cause if possible. A follow up report will be filed detailing the conclusions of the investigation.

Event description:
The surgeon was able to register the center of the femoral head, but when he positioned the deep flexion and lifted the affected side to fit the black ball in the box again, it was marked 20° of flexion, and he had to make maximum adjustments with a screwdriver to try to match 3° of flexion. As a result, the paddle could not be attached to the guide rod, and accurate distal femoral osteotomy was not possible. He tried the tibia as it was, and the tibia could be osteotomized without any problems. The surgeon was unable to set the distal femoral osteotomy volume so the cut block was moved and re-pinned multiple times. This may have affected the flexion-extension and internal/external rotation of the cut block. The surgeon completed the surgery with conventional instruments.

Manufacturer narrative:
The device was returned to orthalign for evaluation by an orthalign engineer. The complaint could not be confirmed as the returned device passed all functional testing, and the navigation unit was not returned for evaluation. Therefore, a definitive root cause could not be determined. Possible root causes for the reported incident include pinning the microblock too high in extension, or the cutting block moving during pinning. Orthalign will continue to monitor similar events and take action if necessary. No further action required at this time.

Event description:
The surgeon was able to register the center of the femoral head, but when he positioned the deep flexion and lifted the affected side to fit the black ball in the box again, it was marked 20° of flexion, and he had to make maximum adjustments with a screwdriver to try to match 3° of flexion. As a result, the paddle could not be attached to the guide rod, and accurate distal femoral osteotomy was not possible. He tried the tibia as it was, and the tibia could be osteotomized without any problems. The surgeon was unable to set the distal femoral osteotomy volume so the cut block was moved and re-pinned multiple times. This may have affected the flexion-extension and internal/external rotation of the cut block. The surgeon completed the surgery with conventional instruments the surgeon was able to adjust the cut block to the target flexion of 3 degrees, but he was unable to set the distal femoral osteotomy volume. Therefore, the cut block set at 3 degrees of flexion was pinned, and from there the cut block was re-pinned and moved 2 mm, then 4 mm, and so on in the proximal femur direction to the doctor's target osteotomy amount. However, since the cut block was re-pinned and moved several times, the flexion-extension and internal/external rotation of the cut block may have been affected. The surgery was completed with conventional instruments. So far, an adverse event about the patient has not been reported.